Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and both batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following two possible batch numbers: batch# jeb4741; batch# jeb4182. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, weight and bmi at the time of index procedure - unknown. Date and name of index surgical procedure? On (B)(6) 2015, name of index surgical procedure was total hysterectomy surgery the diagnosis and indication for the index surgical procedure? Diagnosis was abscess in vaginal stump. Indication was unknown. What were current symptoms following the index surgical procedure? Onset date? Unknown. Other relevant patient history/concomitant medications? Unknown. Product lot number? Possible lot numbers are jeb4741 and jeb4182. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. Date and results of additional surgery? Unknown. What is the patient¿s current status? Unknown but just after we received the report, the patient was discharged from the hospital.

Event description:
It was reported that the patient underwent a total hysterectomy procedure on (B)(6) 2015 and absorbable adhesion barrier was used on the vaginal stump along the pelvis. Following the procedure, the patient experienced murky vaginal discharge from the vagina. The patient was examined, the abdominal cavity was reopened and an abscess was found around the vaginal stump, where absorbable adhesion barrier was placed. It was also reported that the patient was discharged from the hospital.